Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.